Manufacturer narrative:
Imdrf device code a04 captures the reportable event of sheath fractured/broken.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used in the renal pelvis during a lithotripsy procedure performed on (B)(6) 2023. During preparation, it was noted that the sheath was fractured. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the right renal pelvis during a flexible ureteroscopy with lithotripsy procedure performed on (B)(6) 2023. During preparation, it was noted that the tip of the sheath was fractured. The procedure was completed with another navigator hd access sheath. Note: a photo submitted by the customer confirmed that the locking tab of the inner dilator detached from the rest of the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h11: correction: imdrf device code has been updated to a0401 to capture that this event will no longer be reportable. Corrected content in block b5 (describe event or problem), e1 (initial reporter address 1 and phone number) and h10 (additional MFR narrative).